Event description:
It was reported that during preparation for a transarterial chemoembolization treatment procedure, peeling of the guide wire coating was noted. The physician noted that the surface of the fathom 16 .016 perph 140x25cm guide wire was not smooth and the guide wire coating was peeling. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during preparation for a transarterial chemoembolization treatment procedure, peeling of the guide wire coating was noted. The physician noted that the surface of the fathom 16 .016 perph 140x25cm guide wire was not smooth and the guide wire coating was peeling. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the fathom guide wire was returned loaded in its dispenser coil. The guide wire was slightly bent at 110.0cm, and 131.5cm proximal to the distal end. Under magnification the entire guide wire coating was examined. No other anomalies were observed. The core wire was observed through the distal tip dome. No anomalies were observed with the bond joint. The hydrophilic coating was checked with the wet fingers, the coating was present on the guide wire. No anomalies were observed with the coating. Slight friction was noted during functional test with a demo microcatheter; however, the friction was likely due to the observed bends. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).